Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va03qz0, implanted: (B)(6) 2012, product type: lead.

Event description:
A manufacturer representative met with a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor at the request of a healthcare provider (hcp). The patient had turned the ins off for the last year. When the ins was turned on high impedances were observed (>4000 ohms), stimulation was turned off at the end of the appointment. The hcp plans to contact the original implanter and evaluate the patient to obtain a baseline for urinary symptoms and evaluate need for a new system. The patient reported that the stimulation stopped working about one year ago. Patient status is not known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.